Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due stress. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had coating of the insertion section snake tube peeling off (1 mm2 or more). There were no reports of patient involvement.